Event description:
This report is to advise of an event that was observed during analysis.

Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that the returned lead was returned in two pieces. Insulation abrasions were noted at two places breaching the outer insulation distally to the suture sleeve impression consistent with friction to another implantable device. (B)(4).